Event description:
The pt suffered an apparent pressure ulcer on his forehead related to the use of the nellcor spo2 forehead sensor. This is a trend that our system has identified. No significant injury to the pt.